Event description:
It was reported that caller experienced issue during pump load sequence in which drops of insulin did not appear at end of tubing during fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and resumed insulin therapy.